Manufacturer narrative:
The end user reported that when she attempted to sit on the rollator in the house, one of the legs fell off and she fell. X-rays were taken and she was admitted into the hospital for two days. Her shoulder was placed in an immobilizer. The sample was returned in used condition and evaluated. The backrest had a tear and scratches on the frame. Debris was noted on the handles but they were functional. The brakes were functional. The rear wheels both had extensive wear and the treads were minimal. The front left wheel had extensive wear and debris around the spokes. It is unknown if any maintenance was done to this device. It has been determined that a potential root cause could have been that the adjustment knob for the front right leg may not have been tightened properly. No manufacturing defect was found. The manual states that the rollator should be checked periodically to ensure that all nuts and bolts are secure. Due to the reported injury and in an abundance of caution, this medwatch is being filed.

Event description:
The end user sat on the rollator and fell suffering a left shoulder fracture.